Event description:
Allegedly revised due to fractured component. Patient was putting light weight bike into car trunk when leg went out. Did not fall. Bilateral hip. Cyclist, owns bike shop, bike safety captain. High activity level.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed; however, the product was not returned. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00954, 00955, 00956.

Manufacturer narrative:
Additional information was received that confirmed this report is a duplicate of medwatch report number 1043534-2012-00460; therefore, this should not have been reported.